Event description:
This procedure is part of the (B)(4). Post silverhawk atherectomy, arteriography showed an area of associated dissection. Subsequently, a balloon angioplasty of the distal most portion of the treated length was performed. Arteriography was performed again after balloon angioplasty, demonstrating excellent flow.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.